Event description:
The customer called to report that the insulin pump had a partial display. Troubleshooting was performed and the display went completely blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.